Manufacturer narrative:
(B)(4). It was reported that the customer loaded a cartridge and then received a cartridge alarm 1.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load process. Reportedly, the cartridge was cracked. Blood glucose was 266 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.